Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x echo-hd-3-20-c lot number c1326417 was returned to cirl for evaluation upon the evaluation the following was noted: the needle was broken on return of the device, the stylet was partially out. The needle was broken distally. The broken piece was returned in a container and measured alongside the stylet to ensure there was no piece missing of the broken needle. The customer complaint is considered to be confirmed as needle broken. R&d provided the following feedback: "the root cause of this failure mode could be down to the patients anatomy/hard lesion. The physician could have had the needle in a torturous position in the patient and advanced the needle into a hard lesion exerting force on the distal section of the needle causing the needle to break. If you look at the photo and how the distal broken tip lines up perfectly with the stylet and the needle it is clear that there was no other piece missing." Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1326417 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The customer performed fnb and in the 3rd application the tip of the needle broke.